Event description:
In 2007, a patient/lay person informed a customer care associate, cca, that the display on her enhanced basic meter contained dark spots. The issue was first observed around 6:00 am one day earlier. Reportedly, after attempting unsuccessfully to test, she experienced dizziness and weakness in one leg. The patient ate based on the symptoms she described as low blood glucose . Her physician, whom she called about the issue, only advised to call lifescan. The cca replaced all product. Because the patient reported symptoms of dizziness and weakness after the issue began this complaint is classified as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned. Lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.